Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the revision was completed successfully on (B)(6) 2016. All implants have been explanted. Batch reviews performed on 14 november 2016. Lot 114267: (B)(4) items manufactured and released on 21 december 2011. Expiration date: 2016-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert ps fixed size 6/10mm, code 02.07.0610psf, lot. 132864 (k090988) (B)(4) items manufactured and released on 25 september 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary femur ps cemented size 7 left, code 02.07.2207l, lot. 130292 (k120790) (B)(4) items manufactured and released on 03 june 2013. Expiration date: 2018-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 17 november 2016 the patient match department performed a patient match review and commented as follows: the process analysis did not reveal deviations from the standard procedures.

Event description:
The patient came in complaining of pain in the knee. A revision surgery was planned due to arthrofibrosis.